Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00xxx. This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for tracebility purposes. A physician reported a pt who was initially skin tested with negative results on 2 september 1999. The pt was treated at the glabella. The procedure was without event. On 7 september 1999 the pt presented with erythema, edema, and pain at the treatment site. The date when the pt first noted the symptoms was not known. On 7 sept. 1999, the physician was not sure of the diagnosis, but suspected possible hypersensitivity, infection, or herpetic outbreak. The physician prescribed topical duoderm dressing, and oral prednisone and keflex. On 8 september 1999 the pt was examined and the physician noticed continued symptoms. No further medical or surgical intervention was prescribed or planned. Subsequently, on an unknown date after 7 september 1999, the pt was examined and the physician noted necrosis at the treatment site. The diagnosis was vascular event associated with the product. No further medical or surgical intervention was planned or prescribed.

Event description:
This is the same event and the same pt reported under MDR ID#2939859-1999-00224 (collagen corporation ). This is the second MDR being submitted for the second suspect product, also a device manufactured by collagen corporation. This second distinct number is provided per the FDA's request for traceability purposes.